Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The bipolar forceps instrument was analyzed and found to have a loose grip cable at the grip hub. Common causes of loose instrument grip cables are often attributed to a cracked clamping pulley, which can lead to cable dislodgement at the proximal end, resulting in a lack of tension and a loose or dislodged cable at the distal end. Such cracks in pulleys, shafts, and disks within the housing typically occur due to improper reprocessing conditions.

Event description:
Refer to h11 for follow-up information.